Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display. Release testing was completed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per the fsr, the pump was in storage and not being used.

Event description:
The field service representative (fsr) reported that during preventive maintenance of the device, the roller pump display was failing and missing segments of the display. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Roller pump display failing missing segments.